Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider reported that the patient's spinal cord stimulator (scs) was malfunctioning and not doing what it was supposed to do. The patient had been having some increased pain and swelling around the leads especially when increasing their activity level. The entire system was explanted. Relevant medical history included radiculopathy. No diagnostics or cause were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional reported that no diagnostics were performed for the issue. The cause of the patient¿s swelling around the lead components was not determined. It was noted that the patient requested to have the ¿old unit¿ removed and initiate a new trial with another manufacturer¿s product. If additional information is received, a follow-up report will be sent.